Event description:
A pump was reported to have triggered an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin was temporarily suspended due to the altitude alarm, but the pump was confirmed to be within the validated operating altitude range. Customer technical support advised the customer to clean the speaker holes with a soft bristle brush and wipe the area with a lint-free cloth. However, the customer was unable to perform this task immediately and planned to do it as soon as possible.